Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the image was not displayed due to a broken video cable. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device did not display an image, the video cable was broken, and the fiber bonding in the outer tube area (distal end) was damaged. There was no patient involvement.